Event description:
A report was received regarding a malfunction indicating error code 9-0x20f1. There was no information provided about the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.